Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed two (2) motor start events recorded on (B)(6) 2024 at 08:33:41 and (B)(6) 2024 at 00:02:34, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed a controller power up event with an associated vad start event was logged on (B)(6) 2024 at 00:02:30, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one with 25% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 35% relative state of charge (rsoc). The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and the power adapter was connected to power port two (2). The controller was without power for thirteen (13) seconds. No anomalies were recorded leading up to the loss of power. Additionally, log files revealed three (3) low flow alarms were logged on (B)(6) 2024 at 10:01:09 and 17:45:05, and (B)(6) 2024 at 01:25:16. As a result, the reported low flow alarms, atypical motor start parameters, and loss of power event were confirmed. The reported batteries depleting to 0% rsoc event could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported batteries depleting to 0% rsoc may be attributed, but not limited, to allowing the batteries to deplete completely. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate vad rotational speed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during vad startup. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Section d references the main component of the system. Other medical products in use during the event include: additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 03-jan-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flow alarms and a motor start event outside of typical parameters. The controller had a pump start event indicating a loss of power to the controller. Per the vad coordinator they were told the patient lets their batteries die resulting in the loss of power to the pump. No patient complications have been reported as a result of this event.